Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that difficulty advancing occurred. A 6f guidezilla ii was selected for use. During the procedure, the device was attempted to load through the guide, but both products stopped advancing about 40 to 50 cm into the guiding catheter. No patient complications were reported. However, returned device analysis revealed that the shaft was partially detached.

Manufacturer narrative:
Date of event: used (B)(6) 2022 as the correct date was not provided. Device evaluated by MFR.: the device was returned for analysis. The shaft, collar, and tip were microscopically and visually examined. Inspection of the guidezilla ii device revealed that the shaft was flattened 6cm - 21cm to the tip distal of the collar. The collar was raised from the shaft and the shaft was partially detached/pulled away from the collar. The od (outer diameter) of the undamaged shaft was measured with a calibrated laser micrometer. The od was .067", which was within specification. The runway device used in the procedure was inspected and there was no damage. The ID (inner diameter) of the runway device was .070". The runway guide catheter used in the procedure with the guidezilla ii complaint device was returned for analysis, so it was used for functional testing. The guidezilla ii was able to be inserted into the hub of the runway device; however, the device won't advance past the flattened shaft without resistance. Product analysis confirmed the reported event, as the shaft of the guidezilla device was flattened and wasn't able to be advanced into the runway guide catheter without resistance.